Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states a catheter was in placed on (B)(6) 2012 and was in placed for approximately for 1 year. On (B)(6) 2013, a crack was found at the y junction of the catheter. The catheter was pulled and replaced.